Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the persistent type ia endoleak was confirmed. The procedure related harm was occlusion of the right distal anterior tibial artery with loss of the right foot pulse (non device related). The most likely causation for the type 1a endoleak was user related due to the right and left femoral artery being off-label. The right was 4.9mm and the left was 6.0mm, both should be greater than or equal to 6.5mm. Also the implanted suprarenal proximal extension was 25mm x 75mm. Per the IFU, that size is indicated for a neck measurement of 18-23mm. The proximal neck measurement was 24.1mm and the distal neck measurement was 25mm therefore the neck measurements required a suprarenal proximal extension of 28mm, 31mm or 34mm. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: date received by manufacturer - updated. Result code: remove code 3233. Conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela suprarenal. During the initial implant procedure, a type ia endoleak was observed. At this time, the physician realized that the patient had been planned for treatment with alto. The physician elected to conclude the procedure and monitor the patient. Note: patient has superficial femoral artery (sfa) disease.